Manufacturer narrative:
Date rec¿d by MFR : 01aug2019, date of report : 02aug2019. The customer's biomed confirmed the reported enclosure damage. The customer's biomed also reported that the ventilator was repaired and placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21may2019. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a broken nut on the central processing unit (cpu) tray cover and base. There was no patient involvement.